Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: preliminary testing revealed a high current drain condition that resulted in early battery depletion and the reported no telemetry and no output conditions. Further testing revealed that the high current drain condition was caused by a leaky capacitor.